Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 500 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. Troubleshooting was not performed for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at the display window corners, display window, reservoir tube window, reservoir tube window corners, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. (B)(4).